Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-04-07 h6: investigation summary two used samples were received by our quality team for evaluation. The flow control plug and needle hub luer of the samples were subjected to visual and dimensional inspection. Both samples passed the inspection, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The flow control plug was removed; therefore, the disassembly force could not be measured. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l cap did not unscrew. The following information was provided by the initial reporter: the cap does not unscrew and the plastic base comes with.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l cap did not unscrew. The following information was provided by the initial reporter: the cap does not unscrew and the plastic base comes with.